Manufacturer narrative:
Analysis of the pump sn; (B)(6) was not performed as it was a medical issue. Analysis of the catheter sn; (B)(6) was not performed as it was a medical issue. H6; the previously reported conclusion code 11 no longer applies to this event and has been updated to 22. The previously reported method code 4118 no longer applies to this event and has been updated to 10. The previously reported results code 3233 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731sc,serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The device was returned and it was indicated that it could be disassembled for ana lysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-mar-18 regarding a patient receiving baclofen (500mcg/ml at 255mcg/day) via an implanted infusion pump. The patient's medical history included spasticity, post traumatic stress disorder (ptsd), spinal cord injury, and the patient was quadriplegic. It was reported that there was a suspected infection at the pump pocket. The hcp thought that the skin may have been "eroding" at the pump pocket due to the placement of the pump in 2014 which caused redness, discomfort, and a possible infection at the pump pocket. The event date was unknown. The diagnostics/troubleshooting performed were unknown. The patient's pump and pump segment of the catheter were explanted and both were replaced. The new pump was implanted on the other side of the patient's body to prevent the patient from going through withdrawal and the issue was considered resolved. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.